Event description:
Caller reported a malfunction on pump, specifically malfunction code malf 12. There was no adverse impact to customer¿s blood glucose level. Technical support provided guidance to reset pump and assisted caller in doing so, after which malfunction did not recur. Caller was advised to contact support if issue returned, and acknowledged the instructions.